Event description:
Treatment of an aneurysm. It was reported the pipeline did not release from the capture coil during placement. The physician was able detach it by advanced the catheter. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).